Manufacturer narrative:
(B)(4). Date sent: 7/28/2023. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pmw35 device was returned with no apparent damage, fully functional. In addition, an opened package was received along with the device. When tested for functionality the device fired and formed the remaining 31 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution:  evert and approximate skin edges as desired. Several techniques are suggested: with one tissue forcep, pull skin edges together until edges evert or with two tissue forceps, pick up each wound edge individually and approximate the edges or apply tension to either end of the incision, such that the tissue edges begin to approximate themselves. One forcep can be used to ensure that the edges are everted. Position the instrument over the everted skin edges, aligning the instrument arrow with the center of the incision. Squeeze the trigger until you touch plastic trigger to plastic handle. Release the trigger and remove the instrument from the fired staple. The event described could not be confirmed as the device performed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device lot number 283c01, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/25/2023. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Date sent: 7/18/2023. D4 batch#: unk. B3: only event year known: 2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: 1. Could you please provide more details for "improper use of the device"? 2. Did the device lock out and could not be fired at all? 3. If the device deployed staples, what was the appearance of the staples? 4. Or, if there was any issue to affix the staples on the tissue? 5. Could you please clarify if there were any patient consequences? 6. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Answer: the device did not lock and tighten the staples quite badly according to our doctors. These are a bit hard to pull out of the device but the integrity of the staples doesn't seem to be affected. In context, yes the staples were more complicated than usual when attaching to the tissues. Doctors have also realized that there are spontaneous staple falls which lead to early disunion's of the c-section scar leading to additional wound management protocols. The management and post-operative care have not changed lately. What is the timeline of event? Difficult stapling and spontaneous disunion in caesarean scars. What is meant by ¿spontaneous staple falls¿? Staples fell out spontaneously without any nursing action being taken. This has happened several times in close post-operative caesarean sections, or during post-operative consultations at a distance from the caesarean section. Describe the staple formation? Conforming shape, not deformed. Was the stapling done by one or two individuals? This has happened with several of our doctors, and they are quite unanimous. What is the experience of the user in using ethicon skin staplers? The devices were used following a supply issue on our usual stapler. Were the skin edges approximated with forceps ahead of the stapler? Unk. Was the device fired plastic to plastic? Yes, the pressure was applied to the maximum. Can details regarding additional wound management protocols be provided? Unk. What is the current patient status? Several patients were concerned by the issue at different times. A second complaint will be opened to record the recurrence of the issue, that the customer thought to be a potential misuse. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure there was improper use of the device.